Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown hip acetabular liner/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter is a sales representative. (B)(4).

Event description:
It was reported a liner and head swap was performed on (B)(6) 2019. Surgeon stated reason for revision was poly wear which was visible on x-ray. There were no reported patient consequences or other medical intervention required. The original implant date is unknown. The procedure was for the left hip.